Event description:
It was reported by the patient¿s mother that the patient was experiencing an increase in seizures and believes there is something wrong with the vns device. No additional relevant information has been received to date.